Manufacturer narrative:
H6: investigation summary customer returned three 0.3 ml syringes. The syringes were returned in a zipper bag with no packaging. The user noticed before use that there was a product that had a longer needle. The syringes were visually inspected and was noticed that one of the syringes has the canula shorter then the other two. All the syringes canula were measured for the length using optical comparator and the results are below: 1- 11.6 2- 11.7 3- 7.02 a review of the device history record was completed for batch# 2031535. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to confirm the customer¿s indicated failure for mixed product since the returned product was open. Embecta was able to confirm the issue of cannula too long. Root cause: previous order run on the assembly line had identical components except for different cannula size. The root cause is the machine did not get a that an incomplete line clearance was performed during the change over at the machine.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' needles were longer than the other needles in the box. The following information was provided by the initial reporter, translated from japanese: "the user¿s report is that the product that had a longer needle and was different from the usual one got mixed. The user noticed before use that there was a product that had a longer needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' needles were longer than the other needles in the box. The following information was provided by the initial reporter, translated from japanese: "the user¿s report is that the product that had a longer needle and was different from the usual one got mixed. The user noticed before use that there was a product that had a longer needle."